Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/5. The home patient (hp) stated he checked the lines and bags and found that the supply bag had fallen and disconnected. The technical service representative (tsr) instructed the hp to cycle power to clear the se 2240 and se 2367 alarms. The tsr further advised the hp to disconnect using aseptic technique and to notify his peritoneal dialysis nurse (pdrn). On (B)(6) 2010, product surveillance spoke with the hp's nurse who stated she had been in contact with this patient and he had not reported any problems or adverse events. The rn stated the night of this incident the hp was in the hospital and likely out of routine for set up and therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.